Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy bilateral salpingectomy procedure, it was noted that the device was difficult to toggle, load and unload. It was also reported that when the surgeon was sewing the vaginal cuff the device would not release the needle, and it broke and fell into the patient's abdominal cavity that was not retrieved.